Manufacturer narrative:
(B) (4). (B) (4). Damage to drive connector or coupling. The product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.

Event description:
It was reported that a patient underwent a gynecological procedure in (B) (6) 2009. During the procedure, there was trouble with the drive cable connector. There were no adverse patient consequences reported. The case was successfully completed with the same unit.